Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until a failed self-test on (B)(6) 2010. There were several more failed tests after this date. On inspection of the pad device one of the pogo-pins appears to be damaged and has become fully compressed sometime after (B)(6) 2010 caused possibly by the user removing and re-inserting the pad-pak. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was failing to carry out self-tests.